Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape button dome switch. No unlocked lcd keypad connector was reported. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that there is a problem with the keyboard. The customer stated that sometimes the keyboard responds and sometimes it does not. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.